Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it was reported iliopsoas tendinitis of operative hip occurred three years post implantation. However, only the primary operative report was provided and reviewed and does not contribute to the reported issue. Without the relevant clinical information, labs, radiographs, trauma history, physical activity level or the explant we are unable to conduct a thorough medical assessment. Should any additional clinical information becomes available this complaint will be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient presents iliopsoas tendinitis on operative hip. This was found after surgery. Device back up not applicable and delay during procedure is unknown.